Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a kinked and looped fiber was observed at approximately 275°, with the ports at 0°, on the non-cavity ID end. After disassembly of the dialyzer, it was noted that the fiber was not potted on one end. There was no other damage or irregularities noted on the returned sample. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak (no sample). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) and one non-conformance reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility clinic manager (cm) reported a positive dialyzer blood leak during a patient's hemodialysis (hd) treatment. The blood leak was detected by blood test strips. Upon follow-up, the cm confirmed the blood leak was internal and occurred upon initiation of treatment. The machine, a 2008t, alarmed appropriately with a major blood leak alert. Blood was not visually observed. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. The machine was removed from service. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility clinic manager (cm) reported a positive dialyzer blood leak during a patient's hemodialysis (hd) treatment. The blood leak was detected by blood test strips. Upon follow-up, the cm confirmed the blood leak was internal and occurred upon initiation of treatment. The machine, a 2008t, alarmed appropriately with a major blood leak alert. Blood was not visually observed. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. The machine was removed from service. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.